Event description:
It was reported that stent fracture occurred. During preparation, a 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, it was found that a structure of a stent was broken. The procedure was completed with another of the same device without any patient complications reported and the patient was stable. It was further reported that 70% stenosed target lesion was located in a non-tortuous and non-calcified left anterior descending artery and the stent itself was not broken, it was just damaged.

Manufacturer narrative:
Device evaluated by MFR.: the synergy xd mr ous 3.50 x 20mm stent delivery system was returned for analysis. Visual and tactile inspection found no issues with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic examination of the crimped stent found stent struts lifted at the distal and proximal sections. There were no signs of movement, the stent was set between the proximal and distal markerbands. The bumper tip showed no signs of distal tip damage. Dimensional testing measured the undamaged crimped stent outer diameter and the result was within max crimped stent profile measurement. No other device issues were identified during returned product analysis.

Event description:
It was reported that stent fracture occurred. During preparation, a 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, it was found that a structure of a stent was broken. The procedure was completed with another of the same device without any patient complications reported and the patient was stable. It was further reported that 70% stenosed target lesion was located in a non-tortuous and non-calcified left anterior descending artery and the stent itself was not broken, it was just damaged.

Manufacturer narrative:
H6 device codes: updated from a040101 fracture to a0406 material deformation.

Event description:
It was reported that stent fracture occurred. During preparation, a 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, it was found that a structure of a stent was broken. The procedure was completed with another of the same device without any patient complications reported and the patient was stable.